Event description:
Patient tested 1.9 inr, 1.0 inr, and 4.7 inr on the coaguchek s system. No treatment information provided. No adverse event reported. Requested return of suspect system however patient no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.